Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. We were unable to perform occlusion test and unexpected restart error test due to motor error alarms. We were unable to confirm alarm due to overwritten history file. No alarm noted. The insulin pump passed displacement test, all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. Customer also reported that the device had an additional error alarm. The customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was around 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.